Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000141405.

Event description:
It was reported the patient experienced a lead revision surgery due to lead migration on one of the patients leads, surgery occurred (B)(6) 2023 wherein the migrated lead was explanted and replaced and therapy was restored. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Patient's weight reported. A patient experienced lead migration was reported to abbott. As a result, the migrated lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.